Event description:
Customer stated that the meter was reading lower than the hospital's meter and that he became hyperglycemic, because the readings were too low. Elite meter: 90 to 118 mg/dl. Hospital meter: 360 mg/dl. Customer is sending meter and strips back to bayer for evaluation.